Manufacturer narrative:
Info is unavailable; device was not returned for eval. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during and unk procedure after firing, the device did not clip and the staples were unformed. Another device was used to complete the case. There were no adverse consequences to the pt. Device will not be returned.